Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25apr2019. The manufacturer's field service engineer (fse) performed troubleshooting. The error could not be duplicated; however, the fse did confirm the error through the device logs. The fse replaced the power switch overlay and the issue was resolved.

Event description:
It was reported that the unit declared an error alarm light emitting diode (led) failed. There was no patient involvement. Event date not specified: estimate used.